Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg on (B)(6) 2009. It was reported that the patient lost stimulation. The patient allegedly received a low battery message approximately one month ago. Based on the patient's reported stimulation settings, the longevity of the ipg was estimated at approximately 28 months. The physician plans to explant and replace the patient's ipg in the near future. No further information is available.